Event description:
It was reported that this left bundle branch (lbb) was explanted and replaced due to product performance issues. No additional adverse patient effects were reported.

Event description:
It was reported that this left bundle branch (lbb) was explanted and replaced due to product performance issues. No additional adverse patient effects were reported. Additional information obtained, the lead was explanted due to loss of capture (loc). The hospital is in possession of the device.